Manufacturer narrative:
Zoll medical corporation evaluated the device and electrode pads and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing and stress testing without duplicating the report. The main board and electrode pads will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.